Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 61 days. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient came to clinic on (B)(6) 2017 with the driveline exit site showing significant drainage. Blood cultures were sent along with cultures from the driveline exit site and patient is admitted via the emergency room for further evaluation. Infectious disease was consulted and the patient was started on empiric antibiotics. Blood cultures were growing gram-positive cocci so ID recommended intravenous vancomycin with transition to oral levofloxacin. The driveline exit site was debrided on (B)(6) 2017 and the patient was improved and discharged home on (B)(6) 2017.